Event description:
It was reported that during coil embolization of a pseudoaneurysm from the proper hepatic artery to the celiac artery, the surgeon performed embolization of both the main vessel and the aneurysm. The first coil he selected encountered resistance when guiding it from the introducer sheath to the hub using non-stryker catheter. Then, the surgeon used the subject coil but, he could not proceed due to strong resistance felt at the tip of the catheter. After collecting the subject coil, he checked it and found that it was broken/fractured. The surgeon replaced it with a new device and continued the procedure without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tapered distal end of the introducer sheath was firmly seated in the hub of the microcatheter, the rhv was adequately tightened while the introducer sheath was in the hub (not over/under-tightened) and was opened enough to allow passage of the device through without damage, no torque was given where advancing the delivery wire, and the coil was advanced slowly and gently without applying excessive force. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during coil embolization of a pseudoaneurysm from the proper hepatic artery to the celiac artery, the surgeon performed embolization of both the main vessel and the aneurysm. The first coil he selected encountered resistance when guiding it from the introducer sheath to the hub using non-stryker catheter. Then, the surgeon used the subject coil but, he could not proceed due to strong resistance felt at the tip of the catheter. After collecting the subject coil, he checked it and found that it was broken/fractured. The surgeon replaced it with a new device and continued the procedure without any clinical consequences to the patient.